Event description:
The consumer alleges that she tried one of the condoms once and now has a family and multiple stds. This product would not be expected to be associated with multiple stds from a one time usage; however, in the absence of medical records we cannot eliminate the potential involvement of the condom. This is being reported conservatively as this can be a serious injury.